Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the leads exhibited difficulty in fixing. The leads were not used. Two new leads were implanted successfully. The patient was in a stable condition. Related manufacturer reference number: 2017865-2019-08358.